Manufacturer narrative:
(B)(4).

Event description:
A receiver was returned for evaluation on 04/11/2019. An external visual inspection was performed and passed. The receiver was charged and booted successfully. Functional testing was performed and passed. Data was downloaded and retrieved. The allegation was confirmed via data. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2019. The patient stated at 2-3am, her husband noticed she was talking in her sleep and she indicated that he knows when this happens, the patient¿s blood sugar is usually low, so the patient¿s husband performed a finger stick reading and her blood glucose was reading 34 mg/dl compared to the cgm reading of 94 mg/dl. He then provided her with glucagon. Later on, the patient¿s husband went to work and after he left the patient was not feeling well and went to lay down. She was extremely fatigue and stated she was going to get back up at 9:00 am but never got up. The patient¿s husband tried to call the patient and she was not answering his calls, so he called her niece to check on her. The patient¿s niece arrived at 10:25am and found the patient unresponsive and called 911. The patient stated she was told that she 'flat lined' and CPR was performed as well as providing the patient with glucagon. The patient was transported to the emergency room (ER) around 12:00pm. The doctor at the hospital had advised her that she had a heart attack and she was sent home twelve hours later. She indicated that she saw her cardiac doctor the next day and they also confirmed that she had a heart attack. A medical review was completed on 03/06/2019. Per medical review, low blood glucose levels can cause the heart rate to slow and the blood pressure to drop. Diabetes is a known risk factor for cardiovascular events. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. No additional event or patient information is available.